Event description:
It was reported that an insulation anomaly was observed on the right ventricular lead. No patient symptoms were reported. The lead was capped and replaced during a device changeout procedure.